Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient customer needed assistance with the cardiosave intra-aortic balloon pump (iabp) a helium tank. Once changed the unit still was showing low helium level low and alarm low helium despite there being a new tank of helium tank. There was no patient harm or injury reported.

Event description:
N/a

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. If any pertinent information becomes available, the complaint will be reopened and updated accordingly.